Event description:
It was reported that the pulse generator had issued an alert for a diagnostics anomaly following an unrelated cardiac surgery. The alert was cleared on (B)(6) 2014 and the device resumed normal functionality. The patient was in good condition, before, during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.